Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed that the outflow graft bend relief (ogbr) was disconnected from the graft attachment. The ogbr disconnection appeared to be present while the device was implanted. (B)(6) was returned assembled with the pump cable severed approximately 7¿ from the pump header. The distal portion of the pump cable was returned, measuring approximately 19¿. The modular cable was not returned. The outflow graft clip was present around the hardware of the sealed outflow graft assembly. The outflow graft was returned attached to the pump cover outlet port with the ogbr slightly disengaged from the graft attachment. Tissue growth observed along the exterior portion of the ogbr, ogbr hardware, and outflow graft clip as-returned appear to indicate that this outflow graft bend relief disconnection was present while the device was implanted. The mini apical cuff was returned secured with the cuff lock fully engaged. Further inspection of the outflow graft hardware revealed four scratches on the graft nut which appeared consistent with the bend relief not being fully engaged with the graft adapter and the two metal hardware components making contact while the device was in support. Each scratch was approximately 90 degrees away from the next one along the graft nut. The orientation of the bend relief did not appear to have caused any abrasion or penetrative damage to the underlying graft material. Based on the scratches and contact marks on the graft hardware that did not reach over the locking ledge that would lock the bend relief in place, it appeared that the bend relief may not have been fully attached at implant. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Examination of the pump cable revealed that the inline connector bend relief was discolored dark brown. No damage was observed to the bend relief or outer silicone jacket. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5 contains information on "preparing the sealed outflow graft." "De-airing the pump" explains that when the pump is in place and the sealed outflow graft anastomoses is completed, residual air must be completely evacuated from the device blood chamber prior to initiating device activation. When de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Next, this section of the IFU instructs the user to visually inspect the bend relief to confirm that it is fully connected and seated to the sealed outflow graft. To confirm, try to unseat the connected bend relief from the metal fitting by gently pulling the bend relief back toward the anastomosis and then towards the pump. The bend relief should remain captured and move approximately 0.5 mm without disengaging from the graft. Section 5 also cautions that care should be taken to ensure that the sealed outflow graft bend relief remains connected during sternal closure. Section 8 of this document contains driveline care instructions and explains that the exterior surfaces of the driveline cables can be cleaned with a damp, lint-free cloth as needed. If more aggressive cleaning is needed, it is recommended to use warm water and mild dish soap. The heartmate 3 lvas patient handbook is also available and contains information on how to care for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during the evaluation of mlp-011011, disconnection of the bend relief during support was observed.